Event description:
It was reported the device was unable to be used during surgery. During intra-operative activation, the first press of the button did not deploy any anchor bolts; upon a second press, both anchor bolts deployed simultaneously. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign, event occurred in taiwan. The reported event could not be confirmed due to lack of information. Medical records were not provided. Visual examination of the returned product/provided pictures identified the juggerstitch was returned without any packaging components/material and has been cycled two times. The sutures and both anchors are out of the needle tip as well. The flexible sleeve is also at the end of the needle tip and the pusher wire with teeth does have debris on it. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.